Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (time and date reset) inaccurate delivery issue. The patient had a blood glucose (bg) of 392mg/dl and 550mg/dl. The 911 emergency protocol was initiated and the patient was hospitalized. The patient was treated by a non-healthcare professional. The patient refused to return the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.